Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os). The lens has an excessive vault and is tilting. The plan is to explant and exchange the lens for a shorter lens (the lens remains implanted). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Age at time of event - unk. Pt weight: unk. Event date: unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.